Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges chair became stuck in the reclined position and had to call fire department to get out of chair.

Manufacturer narrative:
Only the hand control was returned. The alleged event could not be duplicated with the returned part.

Event description:
Alleges chair became stuck in the reclined position and had to call fire department to get out of chair.